Event description:
The patient stated that, the cartridge plunger remained attached to the piston rod in the insulin infusin device when the cartridge was removed. During troubleshooting with a company representative, the plunger was removed, which corrected the situation. No physiological effects were reported. During a follow up call the patient mentioned that during this event insulin spilled into the cartridge compartment and there was still condensation inside of the infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.